Event description:
Our initial evaluation of this complaint, we did not identify it as MDR reportable. However, since the manufacturer has filed it as MDR, we decided to do the same.a quick-disconnect probe came off the trumpet valve during a pelviscopy procedure, spraying the surgeon's mask and face with "bloody fluid".